Manufacturer narrative:
The reported problem was investigated via remote support by the product support representative (psr) and it was established that the intellivue multi measurement server x2 had a broken rear housing and the nursing staff still used it. When they tried to put an spo2 cable on the x2, it fell off and hit the patient. The psr advised the customer that if the housing is broken it should not have been used in the first place. The unit was pulled from service. The product support representative (psr) advised the customer to replace the ms_x2 x2/mp2 rear housing assy (B)(4) which is considered as all that is warranted for this malfunction. The product remains at the customer site. The device failed to work as intended and the issue was caused by a malfunction of the device. The available information from this report does not support that this failure represents a systemic, design, or labeling problem. This complaint will be included in periodic trending to identify issues warranting additional investigation. No further investigation or action is warranted.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. The information about the patient age/gender/weight/height was requested but not provided.

Event description:
The customer reported a "broken housing" a user injury was reported. When the customer tried to put an sp02 cable on the x2, it fell off and hit the patient. The device was used for monitoring at the time of the alleged malfunction.